Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well post-operatively. The patient¿s shocking sensation was not device related. The patient had a history of being electrocuted (not device related) which burned up the battery. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was shocked and subsequently experienced communication difficulty between the remote control and ipg. The patient¿s remote control displayed an error code indicating a potential problem with the ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was experiencing communication difficulty between the remote control and ipg. The patient had a history of being shocked which was not device related. The patient¿s ipg was getting an error code indicating a potential problem with the ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient was shocked and subsequently experienced communication difficulty between the remote control and ipg. The patient¿s remote control displayed an error code indicating a potential problem with the ipg. The patient will undergo an ipg replacement.